Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer parent reported via phone call that the insulin pump alarmed critical pump error and a broken force sensor error alarm. The customer blood glucose level was unknown at the time of the incident. Customer unable to clear alarm. The customer was advised that the insulin pump needed to be replaced. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a critical pump error (open book image). Unable to confirm pump error 35 and unable to download history files. Problem isolated to electronic stack. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and the displacement test due to critical pump error (open book image).